Manufacturer narrative:
The investigation determined the event was due to the split rinse tubing identified by the fse.

Manufacturer narrative:
The field service engineer (fse) found the rinse tubing was split causing reaction cells to not be vacuumed to the waste. The fse replaced the rinse tubing. Ise checks were consistent showing no issues with ise components.

Event description:
The initial reporter complained of questionable high results for multiple patient samples tested for ise indirect na+ for gen.2 (na+) on a cobas 6000 c (501) module. The customer provided discrepant results for 3 patient samples. (B)(6). The customer "knew the high results were incorrect" and repeated the samples on a different c501 module. The initial high results were not reported outside of the laboratory. The na+ electrode lot number was q86 and was installed on (B)(6) 2021.